Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left bundle branch (lbb) right ventricular (rv) lead exhibited a gradual rise in threshold measurements from 0.7 v at implant to greater than 3v on right ventricular auto-threshold (rvat) testing, and rv non-capture was suspected. It was noted that there were unsuccessful rvat tests due to low evoked response. The patient presented to the clinic with a heart rate in the 30s-40s beats per minute (bpm) range. During threshold testing, the patient went asystolic. The patient was not being monitored via surface electrogram (egm), and the presenting electrogram (egm) still appeared to have capture. Later that day, the lbb rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left bundle branch (lbb) right ventricular (rv) lead exhibited a gradual rise in threshold measurements from 0.7 v at implant to greater than 3v on right ventricular auto-threshold (rvat) testing, and rv non-capture was suspected. It was noted that there were unsuccessful rvat tests due to low evoked response. The patient presented to the clinic with a heart rate in the 30s-40s beats per minute (bpm) range. During threshold testing, the patient went asystolic. The patient was not being monitored via surface electrogram (egm), and the presenting electrogram (egm) still appeared to have capture. Later that day, the lbb rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received reported that lbb rv lead microdislodgement was suspected, and multiple asystole events were observed during the lead revision. It was suspected that there was a product performance issue associated with the pacing system analyzer (psa) adaptor, but it was not conclusive. The explanted lead was retained by the explanting hospital.